Manufacturer narrative:
(B)(4). Carefusion was able to duplicate the reported issue. Visual inspection revealed component jp4 of the power flex were burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the customer was inspecting his ventilators and he saw the power receptacle on the ventilator had burn marks on it. This reported issue was discovered while inspecting the unit, therefore there was no patient involvement.